Event description:
It was reported that the patient's blood glucose level reached 350 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received partially deployed. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. The formed needle was found in the exposed portion of the soft cannula. Upon removal of the top housing, the needle mechanism fully retracted. Score marks were found on the underside of the top housing indicating that the linkage assembly was misaligned. It cannot be determined if the exposed needle interfered with the devices ability to deliver insulin. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.